Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting false reactive architect hiv ag/ab combo results on an architect i2000sr processing module, serial number (B)(6). The fsr inspected the instrument and performed several troubleshooting procedures including cleaning, reseating, and calibration of parts but was unable to determine a single part as the likely cause of the issue. The architect i2000sr ((B)(6)), serial number (B)(6)was considered the likely causes of the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.section g1 contact information was updated to reflect the current contact (B)(6).

Event description:
The customer observed false reactive architect hiv ag/ab combo results for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6)initial result was 1.6, repeat was 1.38 s/co. The sample was sent to ukhsa for testing and the result was non-specific, repeat, on a second analyzer was negative. There was no impact to patient management reported.

Event description:
The customer observed false reactive architect hiv ag/ab combo results for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) initial result was 1.6, repeat was 1.38 s/co. The sample was sent to ukhsa for testing and the result was non-specific, repeat, on a second analyzer was negative. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.